Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows the screw backing out. Additional information provided that the slider was intact during the revision but the surgeon decided to remove the plate and replace it with an xtend plate. An exact cause to the reported issue could not be determined.

Event description:
It was reported that a resonate screw is backing out of the plate post-operatively.